Manufacturer narrative:
It is unknown when the event occurred as this information has not been provided. On feb 18 2016, after reviewing the information provided, it was determined that this event did not cause or contribute to death; however it may have caused or contributed to serious injury or medical intervention to prevent harm. Based on information provided, it cannot be determined that the alleged partial necrosis is related to v.a.c. Therapy. There have been several attempts made to gather additional information, but there has been no response. As the device name and identifier is not available, no device evaluation could be performed. The root cause cannot be determined. Device labeling states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Specific device identifier not provided.

Event description:
On jan 20 2016, kci received article, dackam sandrine, et al. Diffuse lymphatic leakage after continuous vacuum-assisted closure therapy for thoracic wound infection after rib stabilization. Journal of surgical case reports. Vol 12 (2015) 1-3. Doi: 10.1093/jscr/rjv155. That reported diffuse lymphatic leakage followed by partial necrosis of the breast after continuous vac therapy requiring repeated surgical debridements. "For reconstruction of the skin and soft tissue defects of the breast, a pedicled myocutaneous latissimus dorsi island flap was performed. At 6 months, no other treatments were necessary, the patient was asymptomatic and the follow-up was uneventful." No additional information available. The unit's type or serial number was not provided, therefore kci cannot conduct a device evaluation of the unit.